Manufacturer narrative:
After the case, the user facility's biomedical engineer (biomed) tested the pump. He was able to duplicate the issue. Per biomed, when the membrane switch was tapped lightly, the pump stops. This roller pump was taken out of service and kept in the biomed shop.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped turning three times during case. The device was not changed out, as they were able to get the pump spinning again by hitting the start button each time. The roller pump was being used as a vent or sucker pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(4) 2013: the perfusionist (ccp) stated the roller pump was being used as a vent pump. On three occasions during cpb, the pump would stop and enter the "stop" mode. The pump could be re-started without difficulty on all three occasions. After the case, the pump was removed from the base and replaced with a back-up. The user biomedical engineer noticed the membrane stop switch was very sensitive and very light tapping would place the pump in the stop mode.